Event description:
It was reported that the right ventricular (rv) lead was exhibiting out of range impedance and had delivered inappropriate high voltage therapy to the patient. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory further indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated oversensing associated with the right ventricular lead. The analyst commented regarding a lead failure predictor on (B)(6) 2013, fifteen ventricular nonsustained episodes <(><<)>= 210 ms on (B)(6) 2013, four ventricular fibrillation (vf) episodes <(><<)>= 190 ms average ventricular cycle length on (B)(6) 2013 and 2,907 ventricular short interval counts (sic) counts in .23 days on (B)(6) 2013. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.